Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode. A follow up with the patient¿s healthcare provider yielded that the physician elected to medically treat the patient with no intervention performed to the ICD. The ICD continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.